Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states the meter was prompting error message. The customer states their blood glucose level at the time of hospitalization was off the charts. The customer's most current level was 111mg/dl. The customer attributes the high levels to stress. The customer was transferred to life scan for further assistance.